Event description:
Physician used pressurewire 175cm on lad and he tried to cross a stent in the crx. Stent was placed in 2004, vessel was tortuous and there appeared to be calcium at the stent. Pressurewire tip could not turn and physician tried to take out of crx. Wire fractured and uncoiled and tip portion had to be retrieved with a snare device. Procedure was done using the radial approach by the physician who is experienced with the device. The physician said the pt was doing fine. All portions of the pressurewire were retrieved from the pt and will be returned.